Event description:
A customer contacted baxter's technical service center reporting a check lines and bags alarm during fill 1 the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to check the lumen on the heater bag and the hp stated that it was defective. The tsr advised the hp to end therapy and restart the setup with all new supplies. Baxter contacted the patient on (B)(6) 2012. The patient stated the following: the bag was not the issue rather he improperly connected the patient line causing it to separate from the bag. The patient was aware a mistake was made and started therapy over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags alarm during the fill stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Although the home patient stated he improperly connected the patient line causing it to separate from the bag, incorrectly connecting the bag to the patient line is not a known cause of this alarm. Therefore, the complaint cannot be confirmed and the assignable cause was not determined. This issue is being investigated through CAPA.